Event description:
It was reported that the patient was in critical care for biventricular heart failure using a centrimag for biventricular support. An m3 (pump not inserted) alarm appeared on the console; the site switched to the backup motor. The site was given education on how to correctly mount the blood pump on the motor, and the engine was kept running on a test circuit for four hours to ensure no further alarms would occur. No alarms have since occurred. The patient did not suffer any adverse consequences due to this event. Related centrimag console MFR #: 3003306248-2022-00021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an m3: pump not inserted alarm was not confirmed. The centrimag motor (serial number (B)(6) ) was not returned for analysis, and no log files were associated with the reported event. The event was stated to have resolved upon re-education regarding how to mount the pump correctly on the motor. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.